Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at his scs ipg pocket site as the scs ipg was "moving around in the pocket". As a result, the scs ipg was explanted and replaced with a different model. The patient is "doing well" and the pain has resolved following the surgical intervention.